Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Was more than half the needle retained in the patient? Where is the needle piece located, in what structure? Were there any patient consequences? What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent laparotomy procedure on (B)(6) 2018 and suture was used. The thread of the needle released during umbilical wound closure on skin. The needle was retained in the subcutaneous cellular tissue. A CT scan was performed to locate the needle and a second procedure was performed to remove the needle. The current condition of the patient is unknown. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: weight, bmi at the time of index procedure r//. Unknown name of index surgical procedure r//. Tubal ligation (pomeroy) the diagnosis and indication for the index surgical procedure? R//. Satisfied parity what instruments were used to grasp the needle? R//. Needle holder and kelly clamp was more than half the needle retained in the patient? R//. The total needle where is the needle piece located, in what structure? R//. Was lodged in the abdominal cavity were there any patient consequences? R//. The patient had to be re-operated for the removal of the needle what is physician¿s opinion as to the etiology of or contributing factors to this event r//. Quality problems with needle and suture what is the patient¿s current status? R//. Unknown